Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, cardiac perforation was noted resulting in cardiac tamponade. The lead was explanted and the issue was resolved by performing a pericardiocentesis. A new lead was not implanted due to only needing the lead as an anatomical reference for the unrelated procedure. The physician alleged no malfunction on the lead. The patient was in stable condition.